Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen [2000 mcg/ml] at a dose of 1000 mcg/day via an implantable pump for intractable spasticity and head/brain injury. It was reported on (B)(6) 2017 that a motor stall was seen at initial interrogation. It was indicated that the patient did not recently have an MRI (magnetic resonance imaging). It was noted that there were multiple motor stalls and recoveries as seen by the pump status and/or event log. It was reported that the patient had increased spasticity, which was considered a sudden change in therapy/symptoms. The date of the event was reported as (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
Analysis of the pump found gear train anomalies due to corrosion, wear and/or lubrication, and a stall due to shaft-bearing. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated to (B)(6) 2017, to reflect when the manufacturing representative became aware that the device was being sent back for analysis.

Event description:
Additional information was received from the manufacturing representative. The representative indicated they likely completed the returned product form on (B)(6) 2017.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Eval code-conclusion no longer applies to this event.

Event description:
Additional information was received from the healthcare provider (hcp) and manufacturing representative. In regards to troubleshooting performed,the hcp indicated the pump had been interrogated and it was determined that the device was not functioning. The pump was stalled. Regarding actions and interventions, the patient went to the emergency department (ed) and the pump was replaced. The cause of the motor stalls remained unknown. It was reported that the issue was resolved through pump replacement. The current status of the affected pump was unknown to the hcp at the time the report. However, the device was returned to the manufacturer on (B)(6) 2017 for analysis. The patient¿s weight at the time of the event was not provided by the hcp.

Manufacturer narrative:
Recall no longer applies as the drug was determined to be lioresal.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative (rep). The patient was receiving 2000 mcg/ml lioresal at 1034.4 mcg/day. It was reported that the logs indicated that the motor had been stalled since (B)(6) 2017 at 20:07. Additionally, the logs showed there had been multiple motor stalls, with the first occurring at 02:43 on (B)(6) 2017. The patient was admitted to the hospital and medically managed. It was unknown if any environmental, external, or patient factors may have led or contributed to the issue. A pump replacement occurred on (B)(6) 2017 the issue was considered to be resolved and the patient was reported to be "alive - no injury". The elective replacement indicator was noted to be 19 months.